Manufacturer narrative:
A patient experiencing pain at the ipg site was reported to abbott. The patient¿s ipg was revised. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Reporter phone number (B)(6). B3-date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient experienced pain at ipg site after significant weight loss. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was relocated to address the issue.